Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with unexpected restart errors after every battery change. The customer's blood glucose at the time of incident was 12.9 mmol/l. Troubleshooting was initiated for the unexpected restart alarms and the customer confirmed that the insulin pump had not been stored or out-of-use for an extended period of time. Additionally, the alarms occurred shortly after the insertion of a new batery. The customer was advised to monitor the insulin pump since the unexpected restart alarms were only occurring during battery changes. No products were shipped or returned.